Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for other chronic/intract pain (trunk/limbs). It was reported that implant was installed in 2010 and year or so ago it quit taking a charge and does not respond in any way. The event date was provided as (B)(6) 2018. Patient said he understands it will last maybe 9 years. Patient added he feels like there is an irritation around the unit itself in his back and he needs to talk to someone. Event date was provided as (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were advised the battery would last 5+ years, however, this one lasted 8 years before stopping. Patient stated she tried taking medication for her pain but was told by her hcp that the only way to resolve the issue was by replacing it. Patient reported no irritation and no change in activity.